Manufacturer narrative:
Section d updated to align with the information listed on gudid.

Event description:
No product returned and no response to repeated follow up attempts. However, fresenius kabi had sent a letter which contains a link to training tools for the pumps that customers can access.

Event description:
The following has been reported: phenylephrine 100mcg/250ml (tubing set problem). Was infusing at 250mcg/min and approx. 20-30ml on volume left on pump (pump display/screen did not show a change when issue occurred) and "patient received a bolus". Blood pressure spiked to 300/120. Patient harm: they had to bolus propofol and stopped the vasopressor meds. Tubing unknown if saved / set0013/lot #3010513 lvp s/n of unit being used: (B)(6). A preliminary review of the logs identified the following issue: mechanical hardware failure (av sticky valve) - lvp experienced 3 tubing set misloaded alerts due to the sticky av pins - phenylephrine was programmed, but the infusion was never started because the alert prevents the user from being able to hit "start" to start the infusion - last infusion on this pump took place on 7/18 an active infusion was stopped. Reporting as a conservative measure. Adverse effects were reported. Additional information is needed to complete the investigation.